Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing difficulty removing the insulin cartridge from the ilet device. The user later removed the cartridge with pliers without interruption to therapy or impact to blood glucose levels. No hospitalization or adverse health effects were reported.